Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material in the nozzle could not be determined since it was confirmed that the reprocessing was conducted in accordance with instructions for use, and the foreign material residue point was not deformed (no physical damage). The foreign material was unable to be specified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.